Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information was provided on 12/04/2018. The patient stated that while they were driving, they experienced a hypoglycemic event. The patient stated they felt dizzy a few seconds prior to being involved in a car accident. She stated they did not receive a vibration alert from the dexcom. The paramedics were called by the other party that was involved in the accident. Prior to the paramedics arriving, the patient ate sweets. When the paramedics arrived at the scene, they measured the patient's blood glucose and indicated that their blood sugar was 19 mg/dl. The patient was taken to the hospital; however, they stated they were not treated while at the hospital. It is unknown if the patient received treatment from the paramedics during the time of event. No additional patient or event information is available.